Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/22/2024, it was reported by an arthrex subsidiary employee via email that the tip of an ar-3641 2.6 mm knotless fibertak shaft broke during the insertion of the anchor. The anchor was hammered into the bone, but it got stuck and could not be inserted. The inserter shaft bent, and the tip had broken. An x-ray confirmed that the broken piece was embedded in the bone and could not be retrieved. The case was completed using another anchor. This was discovered during a procedure on (B)(6) 2024. Additional information received on 10/29/2024: this was discovered during an aclr and let procedure. The case was delayed less than fifteen minutes; additional anesthesia was not needed. There's no available information on how the case was completed, what products were used, and the x-ray that was taken intraoperatively.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.